Manufacturer narrative:
(B)(4). This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This report was not confirmed. The lot number is unknown; therefore, a batch review was not performed. Based on the information gathered during baxter's investigation, the root cause of the alarm was not determined. Similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Event description:
The home patient (hp) contacted baxter's technical service center regarding a system error (se) 2367 alarm that occurred on the home choice (hc) machine during dwell 3. The technical service representative (tsr) instructed the hp to close all clamps and cycle power to clear the alarm. The tsr explained the alarm indicates air entered the set up. The hp stated he wanted to drain, but did not have manual supplies. The tsr advised the hp to reset up machine with new supplies to complete an initial drain. The tsr further advised to then get off the machine and call back for end therapy assistance. The hp also confirmed to notify his nurse of the incident. There was no patient injury or medical intervention.

Manufacturer narrative:
This report is an allegation against the cassette; however, since the product code is unknown, there will not be a 510k number provided. Should additional information become available, a follow up MDR will be sent.